Event description:
On 13th september, 2023 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated and also confirmed by photographic evidence the headlight cover was broken with missing particles, the spring arm rod was loosen with risk of arm detachment. Additionally the photographic input indicated that the paint was chipping off and the label was damaged with missing particles. The equipment has been deactivated and is no longer used. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: (B)(4). Event site postal code: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On 13th september, 2023 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated and also confirmed by photographic evidence the headlight cover was broken with missing particles, the spring arm rod was loosen with risk of arm detachment. Additionally the photographic input indicated that the label was damaged with missing particles. The equipment has been deactivated and is no longer used. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem, h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 13th september, 2023 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated and also confirmed by photographic evidence the headlight cover was broken with missing particles, the spring arm rod was loosen with risk of arm detachment. Additionally the photographic input indicated that the paint was chipping off and the label was damaged with missing particles. The equipment has been deactivated and is no longer used. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 13th september, 2023 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated and also confirmed by photographic evidence the headlight cover was broken with missing particles, the spring arm rod was loosen with risk of arm detachment. Additionally the photographic input indicated that the label was damaged with missing particles. The equipment has been deactivated and is no longer used. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: none. Previous h3c if other provide code-explain: device not returned to manufacturer. Corrected h3c if other provide code-explain: none. Getinge became aware of an issue with one of surgical lights - lucea 50. It was stated and also confirmed by photographic evidence the headlight cover was broken with missing particles, the spring arm rod was loosen with risk of arm detachment. Additionally the photographic input indicated that the label was damaged with missing particles. The equipment has been deactivated and is no longer used. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: based on information from the technician: "the equipment was delivered in 2015 complete and working, the defects reported were not caused by a manufacturing error, what happened is that the hospital's clinical engineering team cannibalized a piece of equipment to carry out maintenance on other equipment that did not request maintenance from the representative getinge local". According to the photographic evidence and information provided the damages caused on the light head covers were probably due to collisions. About the label, it was stuck by the hospital, it s not an original part of the device. Damages on label were probably caused by rubs during cleaning. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.